Manufacturer narrative:
Unable to provide the date of MFR as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
Pt status post prodisc-c implantation level c6-7 returned to a different surgeon. An x-ray showed degeneration of levels c5-c6. Surgeon has removed the hardware and revised the pt to fusion.